Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5032969) on 13-jan-2014. The most recent information was received on 27-nov-2017. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforated tube and uterus"), embedded device ("one coil located embedded in uterus") and pregnancy with contraceptive device ("pregnant") in a (B)(6) female patient (gravida 3, para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 3 and delivery in 2007. Concurrent conditions included anxiety disorder. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2012, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("one coil located embedded in uterus"). On an unknown date, the patient experienced abdominal distension ("extremely bloated"), weight loss poor ("cannot lose weight"), premature menopause ("early menopause"), irritability ("irritability"), abdominal pain ("persistent abdomen pain (sharp and radiating)/severe and persistent pain"), menometrorrhagia ("heavy periods/bleeding between periods"), alopecia ("hair loss"), fatigue ("tiredness/exhaustion/fatigue"), feeling abnormal ("brain fog"), headache ("headache"), pruritus ("itchiness"), multiple allergies ("allergies"), urticaria ("hives") and anxiety disorder ("anxiety disorder"). On an unknown date, the patient experienced arthralgia ("severe hip pain"), back pain ("severe back pain") and panic attack ("panic attacks"). On an unknown date, the patient experienced abdominal distension ("extremely bloated"), weight loss poor ("cannot lose weight"), premature menopause ("early menopause"), irritability ("irritability"), abdominal pain ("persistent abdomen pain (sharp and radiating)/severe and persistent pain"), menometrorrhagia ("heavy periods/bleeding between periods"), alopecia ("hair loss"), fatigue ("tiredness/exhaustion/fatigue"), feeling abnormal ("brain fog"), headache ("headache"), pruritus ("itchiness"), multiple allergies ("allergies"), urticaria ("hives") and anxiety disorder ("anxiety disorder"). On an unknown date, the patient experienced arthralgia ("severe hip pain"), back pain ("severe back pain") and panic attack ("panic attacks"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (tubal, hysterectomy) and surgery (tubal, hysterectomy). Essure was removed in (B)(6) 2014. In 2011, the pregnancy with contraceptive device had resolved. At the time of the report, the uterine perforation, embedded device, device expulsion, premature menopause, fatigue, headache, multiple allergies, urticaria and anxiety disorder outcome was unknown, the abdominal distension, irritability, abdominal pain, menometrorrhagia, alopecia, feeling abnormal and pruritus had resolved, the weight loss poor had not resolved and the arthralgia, back pain and panic attack had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2011. (B)(6) was the reported birth weight. The reporter considered abdominal pain, alopecia, anxiety disorder, device expulsion, embedded device, fatigue, feeling abnormal, headache, irritability, menometrorrhagia, multiple allergies, pregnancy with contraceptive device, premature menopause, pruritus, urticaria and uterine perforation to be related to essure. The reporter provided no causality assessment for abdominal distension, arthralgia, back pain, panic attack and weight loss poor with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was -1 kg/sqm. Hysterosalpingogram - in 2008: her tubes were 100% blocked. Quality-safety evaluation of ptc: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, ¿processing essure cases in dev@com.¿ : no testing methods performed. No results available since no evaluation performed. Device not returned. Medical assessment: the reported medical events are not indicative for a quality deficit per se. Contraceptive failure may occur under the use of any product. No batch number was reported. Without this information neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. At time of this medical evaluation the technical investigation concluded ¿unconfirmed quality defect¿. In summary, based on the available information there is no reason to suspect quality defect. Most recent follow-up information incorporated above includes: on 27-nov-2017: new events: premature menopause, irritability, abdominal pain, menorrhagia, alopecia, fatigue, feeling abnormal, headache, pruritus, multiple allergies, urticaria, anxiety disorder were added. Previously reported events¿ abdominal distension, irritability¿ outcome updated from unknown to recovered. Product stop date added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032969) on 13-jan-2014. The most recent information was received on 18-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforated tube'), uterine perforation ('perforated tube and / migrated') and embedded device ('one coil located embedded in uterus/one of my coil migrated and its now in embedded in my uterus') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included delivery in 2007 and parity 3. Concurrent conditions included anxiety disorder and fibrocystic breast. On (B)(6)2008, the patient had essure inserted. In 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In 2011, the patient was found to have a pregnancy with contraceptive device ("pregnant"). In 2012, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("one coil located embedded in uterus/one of my coil migrated and its now in embedded in my uterus"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal distension ("extremely bloated"), weight loss poor ("cannot lose weight"), premature menopause ("early menopause"), irritability ("irritability"), abdominal pain ("persistent abdomen pain (sharp and radiating)/severe and persistent pain"), menometrorrhagia ("heavy periods/bleeding between periods"), alopecia ("hair loss"), fatigue ("tiredness/exhaustion/fatigue"), feeling abnormal ("brain fog"), headache ("headache"), pruritus ("itchiness"), multiple allergies ("allergies"), urticaria ("hives"), anxiety disorder ("anxiety disorder / mental pain and anguish") and depression ("depression") and experienced arthralgia ("severe hip pain"), back pain ("severe back pain") and panic attack ("panic attacks"). The patient was treated with surgery (tubal, hysterectomy). Essure was removed on (B)(6)2014. In 2011, the pregnancy with contraceptive device had resolved. At the time of the report, the fallopian tube perforation, uterine perforation, embedded device, device expulsion, premature menopause, fatigue, headache, multiple allergies, urticaria, anxiety disorder and depression outcome was unknown, the abdominal distension, irritability, abdominal pain, menometrorrhagia, alopecia, feeling abnormal and pruritus had resolved, the weight loss poor had not resolved and the arthralgia, back pain and panic attack had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6)2011. 4279.91g was the reported birth weight. The reporter provided no causality assessment for abdominal distension, arthralgia, back pain, panic attack and weight loss poor with essure. The reporter considered abdominal pain, alopecia, anxiety disorder, depression, device expulsion, embedded device, fallopian tube perforation, fatigue, feeling abnormal, headache, irritability, menometrorrhagia, multiple allergies, pregnancy with contraceptive device, premature menopause, pruritus, urticaria and uterine perforation to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6)2008, 2007, (B)(6)2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: results: her tubes were 100% blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: pfs received: events added: perforated tube, depression. Fu 14 and 15 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032969) on 13-jan-2014. The most recent information was received on 25-jun-2018. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforated tube and uterus"), embedded device ("one coil located embedded in uterus") and pregnancy with contraceptive device ("pregnant") in a 40-year-old female patient (gravida 3, para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 3 and delivery in 2007. Concurrent conditions included anxiety disorder. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2012, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("one coil located embedded in uterus"). On an unknown date, the patient experienced abdominal distension ("extremely bloated"), weight loss poor ("cannot lose weight"), premature menopause ("early menopause"), irritability ("irritability"), abdominal pain ("persistent abdomen pain (sharp and radiating)/severe and persistent pain"), menometrorrhagia ("heavy periods/bleeding between periods"), alopecia ("hair loss"), fatigue ("tiredness/exhaustion/fatigue"), feeling abnormal ("brain fog"), headache ("headache"), pruritus ("itchiness"), multiple allergies ("allergies"), urticaria ("hives") and anxiety disorder ("anxiety disorder"). On an unknown date, the patient experienced arthralgia ("severe hip pain"), back pain ("severe back pain") and panic attack ("panic attacks"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (tubal, hysterectomy) and surgery (tubal, hysterectomy). Essure was removed in (B)(6) 2014. In 2011, the pregnancy with contraceptive device had resolved. At the time of the report, the uterine perforation, embedded device, device expulsion, premature menopause, fatigue, headache, multiple allergies, urticaria and anxiety disorder outcome was unknown, the abdominal distension, irritability, abdominal pain, menometrorrhagia, alopecia, feeling abnormal and pruritus had resolved, the weight loss poor had not resolved and the arthralgia, back pain and panic attack had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2011. 4279.91g was the reported birth weight. The reporter provided no causality assessment for abdominal distension, arthralgia, back pain, panic attack and weight loss poor with essure. The reporter considered abdominal pain, alopecia, anxiety disorder, device expulsion, embedded device, fatigue, feeling abnormal, headache, irritability, menometrorrhagia, multiple allergies, pregnancy with contraceptive device, premature menopause, pruritus, urticaria and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: her tubes were 100% blocked . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2018: quality-safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032969) on 13-jan-2014. The most recent information was received on 25-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforated tube and / migrated') and embedded device ('one coil located embedded in uterus/one of my coil migrated and its now in embedded in my uterus') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included delivery in 2007 and parity 3. Concurrent conditions included anxiety disorder and fibrocystic breast. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In 2011, the patient was found to have a pregnancy with contraceptive device ("pregnant"). In 2012, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("one coil located embedded in uterus/one of my coil migrated and its now in embedded in my uterus"). On an unknown date, the patient experienced abdominal distension ("extremely bloated"), weight loss poor ("cannot lose weight"), premature menopause ("early menopause"), irritability ("irritability"), abdominal pain ("persistent abdomen pain (sharp and radiating)/severe and persistent pain"), menometrorrhagia ("heavy periods/bleeding between periods"), alopecia ("hair loss"), fatigue ("tiredness/exhaustion/fatigue"), feeling abnormal ("brain fog"), headache ("headache"), pruritus ("itchiness"), multiple allergies ("allergies"), urticaria ("hives") and anxiety disorder ("anxiety disorder") and experienced arthralgia ("severe hip pain"), back pain ("severe back pain") and panic attack ("panic attacks"). The patient was treated with surgery (tubal, hysterectomy). Essure was removed in (B)(6) 2014. In 2011, the pregnancy with contraceptive device had resolved. At the time of the report, the uterine perforation, embedded device, device expulsion, premature menopause, fatigue, headache, multiple allergies, urticaria and anxiety disorder outcome was unknown, the abdominal distension, irritability, abdominal pain, menometrorrhagia, alopecia, feeling abnormal and pruritus had resolved, the weight loss poor had not resolved and the arthralgia, back pain and panic attack had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2011. 4279.91g was the reported birth weight. The reporter provided no causality assessment for abdominal distension, arthralgia, back pain, panic attack and weight loss poor with essure. The reporter considered abdominal pain, alopecia, anxiety disorder, device expulsion, embedded device, fatigue, feeling abnormal, headache, irritability, menometrorrhagia, multiple allergies, pregnancy with contraceptive device, premature menopause, pruritus, urticaria and uterine perforation to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2008, 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: results: her tubes were 100% blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: information transferred from deletion case (B)(4) - reporter added.all source documents and reference section were transferred to this case.legacy device report num-2951250-2019-13445. Seriousness criteria for event pregnancy with contraceptive device has been updated to non serious. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.